Event description:
This case was reported by a consumer and described the occurrence of possible stroke in a (B)(6) male patient who received double salt dental adhesive cream (adhesive cream (poligrip for partials seal and protect) for product used for unknown indication. A physician or other health care professional has not verified this report. In (B)(6) 2013, the patient used poligrip for partials seal and protect (unknown) at unknown dosing. At an unknown time after starting poligrip for partials seal and protect, the patient experienced possible stroke, facial numbness, facial pruritus, and allergic reaction. This case was assessed as medically serious by gsk. Treatment with poligrip for partials seal and protect was discontinued. The events resolved. After reintroduction the events recurred. At the time of reporting, the events were resolved. Treatment was with poligrip for partials seal and protect was discontinued again. Consumer stated that he started using super poligrip about a week and a half ago from time of report and he had a sensation in his face where it went numb and was getting number as kept using it. Consumer also described it as feeling like a stroke on the right side of his face all the way to the edge of his eye. Consumer said he stopped use and then numbing sensation resolved. Consumer then used it again and numbing sensation reoccurred as well as an itching sensation where he felt like he had to keep scratching his face. Consumer has discontinued use completely and numbing sensation in face, itching sensation in face, possible stroke, and possible allergic reaction has resolved.

Manufacturer narrative:
Poligrip for partials seal and protect is manufactured in (B)(4). The lot number for this product is available; however, it is unknown if the product will be returned for quality assurance testing, (B)(4).